Event description:
During an unknown procedure, clip was not loaded. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. No conclusion could be reached as to how this misalignment had occurred.